Manufacturer narrative:
The reported events of failure to capture and dislodgement were not confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including output verification found no anomaly contributing to dislodgement or capture problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. It was found upon interrogation that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture on the following day and re-exhibited on the day after. A chest x-ray was performed and confirmed that the rvlp had dislodged and had migrated to the inferior vena cava. The rvlp was retrieved, explanted and replaced with a transvenous pacemaker system. There were no patient consequences.